Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4: unique device identifier (UDI) was corrected.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound due to a defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
The customer reported that a speaker malfunction error message displays on screen, and there is no sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.